Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was tubing hub. The infusion set was in use for less than 24 hours. The blood glucose level was displayed high, and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been tubing detached from hub. The batch 6006964 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code tubing detached from hub. Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (static pull test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006964 was manufactured according to the wi version 114, manufactured in the line 7, on 11/may/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4d05545 was manufactured according to the wi version 64 manufactured in the machine sc01, on 08/may/2024 with a total of (B)(4) units. The lot 4e01592 was manufactured according to the wi version 64 manufactured in the machine sc01, on 01/feb/2024 with a total of (B)(4) units. Trending: a query was run in database on 11/jun/2025 against malfunction code evaluated tubing detached from hub and lot 6006964 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.